Manufacturer narrative:
The reported event of longevity anomalies was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed did not identify any functional issues. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was unknown.